Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report the patient was at school and had a hypoglycemic event, and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the buttocks on (B)(6) 2015. The patient went to the school nurse who treated the patient with juice and glucagon tablets based on the low alert from the cgm. A finger stick was done and the patient blood glucose was at 130. The patient is reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value. Additionally, diabetes mellitus is a known of hypoglycemia. However, a root cause cannot be determined for the reported event.